Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure involving the evolut fx 26, in a patient with a diagnosis of aortic valve stenosis, high gradient, and comorbidities including dyslipidemia, hypertension, and carotid stenosis experienced acute complications. The procedure was conducted under local anesthesia utilizing a 14 fr introducer sheath and a non-medtronic (manta) closure device for hemostasis. The patient had an electrocardiogram abnormality of first degree atrio-ventricular block. The investigator assessed the complications as possibly related to the procedure and unlikely related to the device. Device and procedural success were both achieved. Additional information was received that four days following the valve implant, a permanent pacemaker was implanted. The acute complications were assessed as possibly related to the device.